Event description:
This report contains information received by pfizer on 13-dec-2006 and 14-dec-2006 combined. A female, consumer, reported using 2 drops of visine for contacts (glycerin, hydroxypropylmethylcellulose) once daily for one week and one half (date unk) to clear her eyes. After product use, which she applied only to her left eye, her vision in her left eye was blurry. By noon that same day, she removed her contacts due to pain. Product use was discontinued. The next day she went to her eye doctor and was told, she had a chemical/acid burn in the inside layer of her eye and that she had the imprint of her contact lens in her left eye. On an unk date she went to her physician again who told her that her eye was healing. On an unk date she was prescribed three antibiotics including quixin (levofloxacin) for pain and healing. The consumer will see her dr again in seven days. As of four days after complaint date, the outcome of the event was reported as recovering.

Manufacturer narrative:
The product was not returned for failure analysis/ laboratory testing. It cannot be ruled out that the product may have possibly caused the event.